Event description:
--

Event description:
--

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and one month later end of life (eol) was declared. The device had been implanted for approximately 61 months. The monitoring voltage was 2.54 volts and the charge time was 34.6 seconds. To date, there have been no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Approximately one month later the device was returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Additional information received indicated that a device replacement procedure has been scheduled. Attempts to retrieve the device to be returned to boston scientific, crm for analysis planned to be made.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.